Event description:
A report was received that during a lead revision procedure when the physician opened up the pocket there was pus in the pocket area. The physician explanted the devices to avoid chance of infection. The patient was given antibiotics and is reportedly doing well.